Manufacturer narrative:
The technician found the bolt was missing from the latch that locks the siderail. The technician replaced the missing bolt to repair the bed.

Event description:
Info rec'd indicates the left siderail will not latch.